Event description:
The facility reports the resident was being transferred with the lift by two people. The resident almost fell out of the lift, causing the carer to strain her back in her effort to help. The carer also hit the unit with her foot, causing the foot of the resident to get stuck. The resident suffered a graze to her foot. MFR.rep.no.exp01/097

Event description:
The facility reports the resident was being transferred with the lift by two people. The resident almost fell out of the lift, causing the carer to strain carer's back in their effort to help. The carer also hit the unit with carer's foot, causing the foot of the resident to get stuck. The resident suffered a graze on the foot.